Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4). Product ID: neu_unknown_lead, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had 3 surgeries on their sacral nerve stimulation (sns). Additional information was received from a healthcare professional (hcp). It was reported that the surgeries were: (B)(6) 2017 stage 1; (B)(6) 2014 stage 2; (B)(6) 2017 revision of lead; (B)(6) 2018 revision of lead. No further complications were reported/anticipated.